Event description:
An aeon endostapler 4.0mm/60mm purple reload was used in a sleeve gastrectomy procedure by dr. (B)(6) on (B)(6) 2022. Two aeon reloads had already been fired (aesr60p) when the doctor was about to fire the third reload. A strange sound was initially heard during firing. After complete firing and retraction of the reload, it was observed that no staples were released. The surgery was delayed more than 30 minutes.

Manufacturer narrative:
The root cause of the reported behavior could not be determined. The investigation results indicate that the reload was not fired, since the wedge was still in the home position. The architecture of the reload makes it impossible for the reload to have been fired and the wedge to still be in the home position. As the reload was not fired, there is nothing to indicate that the reload investigated would have resulted in the reported harm. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.